Event description:
It was reported there were f6 (rf module communication with the controller processor has failed) and f2 (self-test fault) error codes. There was no pt injury.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition, with many surface imperfections on the lower case. The unit delivered rf energy correctly into the fixed resistors. The f6 fault indicates a temporary loss of communication between the ucb and rf controller. The cable connecting the ucb to rf controller was replaced in an attempt to reduce the frequency of this fault. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.